Manufacturer narrative:
Customer reported motor issue for device. Device plunger assembly was broken, both front corners of top case were cracked and chipped out and missing portion of bottom case seal. No error which related to customer reported problem was found in ehl. Syringe delivery test was performed, pump was found running with a strange and grinding noise from inside of stepper motor during syringe delivery test. Stepper motor does not operate as intended. This is due to normal wear as pump was over 9 years old. Replaced stepper motor also replaced worn coupling, worn gear, leadscrew and clutch halve for preventive due to normal wear. Performed pm maintenance and all functional testing.

Event description:
It was reported that the device had motor issue. No patient injury was reported.